Event description:
It was reported that the patient had a possible perforation of the right ventricular (rv) apex. Approximately two weeks after the implant, the patient was taken to the operating room where the rv lead was removed and a new rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.